Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: 42522600716 - articular surface fixed bearing constrained posterior stabilized (cps) right 16 mm height use with tibia sizes e-f / ps femur sizes 6-9 - 65004605. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right knee procedure on an unknown date. Subsequently, there was loosening of the persona pressfit tibia and the patient underwent a revision procedure. The surgeon removed the implant and replaced it with a persona cemented primary tibia. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.